Manufacturer narrative:
(B)(4). The handpiece was received with the nose cone cracked. The 4-40 stud was in good physical condition. No functional testing could be performed due to the nose cone was extremely cracked and no instrument could be attached to the handpiece. The instrument was disassembled to inspect internal components and all the internal wires were found to be disconnected. The transducer assembly was not held in place due to the cracked nose cone, so torquing on the disposable resulted in twisting only the handpiece transducer assembly until the internal wires got disconnected. This caused and open circuit condition. In addition, the moisture indicator was positive and the acoustic isolator was torn. Due to the cracked nose cone, moisture entered the hand piece mid housing. A possible cause of the nose cone being cracked is the sterilization method due to the heating and cooling of the sterilization cycles is a stressor. It is possible that the ingress of moisture affected handpiece functionality.

Event description:
It was reported that the threaded stud of the handpiece is dislodged. This has been noticed outside the context of a case. Customer cannot provide anymore details about the circumstances in which the issue occurred. No patient consequence was reported as no patient was involved.